Event description:
(B)(4) received notification from a medical equipment provider of an incident involving a rollator that (B)(4) imports and distributes. The patient was using the rollator when allegedly the left front wheel detached from the unit causing her to fall and injure her wrist. She was taken to a nearby hospital for an x-ray. The provider exchanged the unit for a steel rollator. Drive is in the process of obtaining the original unit from the provider.